Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Biosense webster manufacturer's ref no.'s (B)(4) are related to the same incident. Manufacturer's ref no.: (B)(4).

Manufacturer narrative:
(B)(4). The customer reported two different failures on this catheter: errors 8 and 139 on the carto 3 system; and the micro bubbles seen on the ultrasound system. The returned device was tested and passed electrical and leakage tests. The catheter was tested and passed eeprom, however failed carto and recalibration tests due to magnetic sensor disconnection. The catheter was analyzed with an ultrasound catheter. No micro bubbles were observed in this test. Therefore, the catheter was sent to the system technology center to be analyzed along with the customer's carto 3 system. The micro bubbles problem still could not be duplicated. In addition, the micro bubbles observed on the ultrasound image was not related to the magnetic sensor disconnection that is shown in the analysis. The root cause of the reported micro bubbles could not be determined. However, it does not appear to be manufacturing related as the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint condition regarding error 8 could not be reproduced; complaint condition about error 139 message on carto 3 system was confirmed. Micro bubbles condition cannot be confirmed.

Event description:
It was reported that during an a-fib procedure, the user encountered a pace routing error code 8 on the carto system. There was also current leakage from the lasso nav catheter for approximately ten minutes . The generator was set to power control mode, and there was no ablation catheter in the left atrium. They were trying to pace the crista and cs catheter. The current was visualized as bubbles from the ultrasound image. This continued after the system was shut down and rebooted. There was no pacing attempted post transseptal access. The carto system also displayed error code 139 (the magnetic sensor of the catheter is disconnected). The lasso cable was exchanged. The problem persisted. The customer was trying to pace through the crista catheter and the cs catheter and was having problems. The unit was also having problems with fam or taking ablation points. There was no patient injury reported in this event.